Event description:
As reported, the distal tip of the clear outer sleeve of the 6/7f mynx control vascular closure device (vcd) split and peeled back upon insertion of the distal tip of the cannula. The product was not supported per the instructions for use (IFU) and the device separated at the slit. The device then met with liquid and begun to swell due to sealant exposure. The sealant had begun to swell before the device could be inserted into the sheath. A second unknown device was used without issue. There were no reports of patient injury. The device was not delivered intra-arterially. The product was stored and opened per the instructions for use (IFU). A 6f non-cordis sheath was used. The mynx vcd was used in an interventional procedure and a retrograde approach was used. The deployer was trained in the use of the mynx device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was not inserted into body and was never advanced. The sealant had begun to swell before the device could be inserted into the sheath. The product was not supported per the instructions for use (IFU) and the device separated at the slit. The device then met with liquid and begun to swell due to sealant exposure. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the distal tip of the clear outer sleeve of the 6f/7f mynx control vascular closure device (vcd) split and peeled back upon insertion of the distal tip of the cannula. The product was not supported per the instructions for use (IFU) and the device separated at the slit. The device then met with liquid and begun to swell due to sealant exposure. The sealant had begun to swell before the device could be inserted into the sheath. A second unknown device was used without issue. There were no reports of patient injury. The device was not delivered intra-arterially. The product was stored and opened per the IFU. A 6f non-cordis sheath was used. The mynx vcd was used in an interventional procedure and a retrograde approach was used. The deployer was trained in the use of the mynx device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was not inserted into the body and was never advanced. The sealant had begun to swell before the device could be inserted into the sheath. A non-sterile ¿mynx control vcd, 6f/7f¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that both button 1 and button 2 were not depressed with the stopcock opened. The syringe was connected to the device¿s luer hub. The procedural sheath was not returned for analysis. The sealant remained in its manufactured position, saturated with blood and fully covered by the sleeves. No damages, or anomalies were observed to the atraumatic wire. No other outstanding details were noticed. Per dimensional analysis, the catheter¿s working length was measured, and the result was found within specification. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were not confirmed through analysis of the returned device since there were no damages noted to the sleeves and the sealant was fully contained within the device. The cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the failure experienced. However, handling factors (the product was not supported per the IFU) are likely. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.